Manufacturer narrative:
E1: patient city: (b(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was close to the site. The infusion set was in use for three days. No further information available.